Event description:
Baxter (B)(4) received a report that one (1) infusor lv5 experienced backflow from the filling port during filling. The device was being filled with 5-fluorouracil. There was no patient injury or medical intervention. There was no patient involvement. The actual sample is available.

Manufacturer narrative:
(B)(4). Additional narrative: one sample was received containing fluid in the bladder. To verify the reported condition, the fill-port cap was removed. Upon removal, a back-flow (leakage) was observed at the fill-port. No additional observation was noted. The sample was subsequently disassembled for examination. As a result, tiny glass fragments (0.1 - 0.3 mm in size) were found under the check-band. No other cause of back-flow (leakage) was noted during the examination. Based on the finding, the back-flow condition was caused by glass fragments introduced into the fluid path during filling without the use of a filter. A batch review was conducted which found no nonconformances. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.